Event description:
Pt to have pci of distal left anterior descending artery via left femoral artery approach. Access obtained with a cook medical micropuncture it. A 0.21 wire successfully inserted. The sheath was placed and did not track along the wire. When md trying to create traction for the wire to the sheath the track and the wire broke. Unable to extract. Pt transferred to the operating room and wire was successfully removed.